Event description:
The customer's mother reported that the insulin pump had a blank screen. The blood glucose reading at time of the call was 200mg/dl. Troubleshooting was performed and noticed fluid in the device. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a cracked reservoir tube. The device also had a blank screen as a result of moisture damage on the electronic assembly.